Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issue was the pump expulsor, but the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per email notification: pump connected was connected to a patient when error or event occurred. Continuous infusion rate: 2.2ml/hr reservoir volume: 93.1 mls given: 7. Length of infusion: 46hrs lock level: 2 reported by staff representative. Not all medication was received while pump attached to the patient. For additional notes reach out to facility for details on tubing set. No patient injury. No additional information. Pump will not be sent to smiths.